Event description:
It was reported that pt complains of pain when running. Walking is "ok." Pt states that he has some intermittent pain in groin area. He has a limp.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.